Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection revealed spark marks and melted insulation at the forceps tip. Based on the results of the investigation, the reported issue was caused by a component failure. However, the root cause of the sparking and melting of the insulator at the forceps tip cannot be identified, but it could be that other equipment was output at a distance closer than 10 millimeters (mm), for example. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1 field: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the procedure, the spark flew out and the tip of subject device melted when the subject device was in use while it was outputting in a state where it was not in contact with but close to the metal of the monopolar machine. The unspecified therapeutic procedure was completed after replacement with a similar olympus back up new device. The patient was under sedation with device outside the patient. The procedure was prolonged for only a few minutes for the replacement of the device. There was no health hazard to the patient and the device user.